Event description:
For approx 2 yrs my husband has been using contour (bayer product) to test his blood glucose levels and has obtained results ranging from 100 to 130 mg/dl. Specifically, in the past 6 months no individual test result higher than 130 mg/dl was reported. On december 9, 2014, his hba1c level was reported as 7.4%. On (B)(6) 2015, he reported to the (B)(6) wound center to begin hyperbaric oxygen treatment for a foot wound that would not heal. A routine blood glucose determination was performed and his glucose level was 455 mg/dl; he could not have the treatment that day. The value he had obtained that morning prior to having breakfast using bayer's contour measuring device was 111 mg/dl. He did have quite a bit of fruit that morning because we had been warned that his glucose level had to be above 140 mg/dl in order to quality for treatment. On his way home from the wound center, he purchased a one touch monitor and we observed a reading of 459 mg/dl using that device. (At this time an hba1c was ordered and we found out the next day that the result was reported as higher than 10%). Later that day I called bayer's customer service number and, after much discussion, the rep determined that the problem was with the use of testing strips that had expired at the end of (B)(6)(at 35 days earlier). According to the rep, it is perfectly normal for the contour device to give false low readings once the expiration date is reached with no notification that there is a problem or that the values obtained may be incorrect. (At this time the hba1c level of 10% was not known). The rep was mostly interested in explaining how a new better device was now available and that he would send this to us to replace the defective device. We were to return the device and the expired strips marked with a big x in the box that would be provided. My husband tried to test his glucose the next morning using unexpired strips which were in his possession, however, no reading could be obtained; instead various error codes (e-3, e-7, etc) kept appearing. Yesterday was received 2 boxes containing some contour next devices (a smaller and a larger one). We also received a return shipping label, but no instructions on how to return the device (which box should be used, can we used, can we just put it in the mail, no reminder that we should return the device and the strips with a big x on them). It appears to be more of a promotional mailing thanking us for our continued use of this product telling us about their contour choice program. It appears that their biggest concern is how they can collect more money from us for some unobvious benefit(s). From (B)(6) 2015 until to day (B)(6) 2015, my husband continues to obtain high values (260-312 mg/dl) using the one touch product he bought as a replacement for the defective contour device. At this point, we would not consider using this product made by a company with such little disregard for pt safety, whose biggest concern is obviously how much more money they can get from us. The devices sent from bayer sit by their boxes as I prepare to call bayer back to ask about return shipping of the defective product.